Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Buttons responded properly. No moisture damage on keypad traces noted. Pump had minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. No further information provided.